Event description:
It was reported that the surgeon was using a eyeonics crystalens with a msi-pf injector and the lens tore during insertion due to the foam tip plunger over rode the lens. The lens was cut in two and removed and a new crystalens was inserted with no problem. It was reported that the incision was enlarged but no suture required. Pt's prognosis is very good.

Manufacturer narrative:
Evaluation results: a lot number search was performed on the cartridge and injector for similar complaints. The cartridge search shows one similar complaint and the injector search shows four similar complaints.